Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low left ventricular (lv) pacing percentage. Technical services (ts) reviewed device data and determined lv sensing was turned on, when it was previously off. This caused lv channel oversensing and pacing inhibition. Ts recommended turning lv sensing off. This crt-d remains in service. No adverse patient effects were reported.